Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The enhanced serial interface board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00643 is being filed to correct the block b3 incident date from 08-jan-2023 to 08-jan-2024.